Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blood in their cannula. The customer states their blood glucose level had been as high as 400mg/dl. The customer states they would change out their set. The customer disconnected line before troubleshoot could be conducted.